Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for hypoglycemia on (B)(6) 2019 at 6:00 am and the insulin pump may have over delivered the insulin. It was reported that the customer had 1.1 mmol/l at the time of incident. It was reported that the customer was admitted into hospital as a result of low blood glucose levels. It was reported that the customer had current blood glucose levels of 7.8mmol/l. It was reported that on (B)(6) 2019, the customer was found sleeping and foaming at the mouth and coherent. It was reported that the customer's mother called ambulance and the customer was treated by emergency medical services. It was reported that the customer was treated for low blood glucose levels with juice, crackers and sandwich. It was reported that the customer reported damage to the retainer ring. It was reported that the reservoir was able to lock into place. Troubleshooting was performed. It was reported that the customer's mother alleged that the insulin pump was over delivering insulin. The customer was advised to disconnect form the infusion set and reservoir. It was reported that the insulin pump programming was accurate. Product is expected to return for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test or verify possible over delivery anomaly due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device had a missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information provided about hospitalization was incorrect with the initial report. The correct information has been included with this report.

Event description:
It was reported that the customer was visited to the emergency room due to low blood glucose of 1.1 mmol/l at 12:30 am until 6 am on december 20, 20202. The customer was not hospitalized.